Event description:
The patient's family member reported that the patient's blood glucose was 325mg/dl when using the suspect device at 10am. The patient then took an unknown amount of insulin. At 1pm the suspect device was used again and the result was 313mg/dl. They went to the ER and the patient was treated for hypoglycemia. Upon arrival to the ER the patient's blood glucose was 67 mg/dl on an ER meter. Treatment consisted of an unknown IV and food. The suspect device was replaced with new product and authorized for return to the manufacturer for evaluation.